Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm could not be confirmed through this evaluation. Event details indicated the system controller was alarming a backup battery fault with a new backup battery installed. This led to a system controller exchange, which resolved the alarm issue. Additional information communicated that the system controller was disposed of and will not be returning for an evaluation. A root cause of the backup battery fault alarm issue could not be determined. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under this section, ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the alarms resolved with the exchange of the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was showing a backup battery fault despite a new battery. The controller was exchanged.